Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: failure found during routine preventative maintenance testing, no patient was involved. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Customer reported problem was repeated, duplicated multiple times during functional test. Air detector sensor was defective and inoperable so it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a false air in line error. It is unknown if there was a patient, or clinician injury associated with this occurrence.